Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged. No further information has been obtained despite good faith efforts. The lead was surgically abandoned. No additional adverse patient effects were reported.